Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using a non-penumbra short sheath, a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra microcatheter and penumbra smart coils (smart coils). During the procedure, the physician successfully implanted the smart coils in the target vessel using the microcatheter and benchmark. Subsequently, while removing the benchmark, a piece of the benchmark broke off in the vessel. Therefore, the physician decided to use a snare device to retrieve the broken piece. While removing the broken piece of the benchmark using the snare device, the femoral artery became damaged. Subsequently, the patient underwent a vascular repair of the groin puncture site. The procedure ended after the successful vascular repair.

Manufacturer narrative:
Please note that the following section is being updated based on additional information received from the device return: 1. Section b. Box 5. Describe event or problem. Evaluation of the returned benchmark confirmed the device was fractured on its proximal shaft. This damage typically occurs if the device is forcefully retracted against resistance. Evaluation of the non-penumbra short sheath revealed a tear along the length of the device starting on the distal end. The cause of this damage could not be determined. This damage may have contributed to resistance during retraction of the benchmark and may have contributed to the benchmark becoming fractured. Evaluation also revealed damage near the fracture and unraveled internal coil winds. This damage likely occurred during snaring attempts to retrieve the benchmark. Further evaluation revealed additional kinks along the device. This damage was likely incidental to the reported complaint. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the right middle cerebral artery (mca) using a benchmark 6f 071 delivery catheter (benchmark), a px slim delivery microcatheter (px slim) and penumbra smart coils (smart coils). During the procedure, the physician successfully implanted the smart coils in the target vessel using the px slim and benchmark. Subsequently, while removing the benchmark, a piece of the benchmark broke off in the vessel. Therefore, the physician decided to use a snare device to retrieve the broken piece. While removing the broken piece of the benchmark using the snare device, the femoral artery became damaged. Subsequently, the patient underwent a vascular repair of the groin puncture site. The procedure ended after the successful vascular repair.

Manufacturer narrative:
C53588} was inadvertently left off of the follow-up #01 and is being added on this follow-up #02 MFR report: h3 other text : placeholder.